Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was unknown. The customer stated they treated their low blood glucose with glucose. The next thing they remember is waking up in emergency department. Troubleshooting was declined. It is unknown if auto mode was active at the time of the event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.